Manufacturer narrative:
This product was being used for treatment, not diagnosis. Neither the device in question, applicable imaging films, or medical records was returned to the manufacturer for evaluation. The report is inconclusive as to the cause of the reported product problem. If the device is returned in the future, product analysis may be performed. The device has not been returned since initial distribution. The information reasonably suggests that a device in question has malfunctioned as defined by the FDA and a review of the complaint history indicates that this product issue has resulted in an adverse event in the past and therefore is likely to cause or contribute serious injury if this event were to recur. Device description: the electromyographic (emg) endotracheal tube is a (B)(4). The emg endotracheal tube is packaged as a sterile single-use device. Nerve monitors are mandatory for use with the emg endotracheal tube. Proper sizing, intubation and extubation should be in accordance with accepted medical techniques and expert clinical judgment. A tube that is one size larger than standard selection is recommended whenever possible to improve electrode contact with vocal cords. The proper size tube for the patient should be determined prior to intubation by the anesthesia provider and/or surgeon. A spare emg endotracheal tube of the correct size should be kept readily available. There is a greater risk of damaging the tube under extreme operating conditions, such as excessive bending, prolonged procedures, and repeated manipulation. A bite block is recommended for use with the emg endotracheal tube to prevent damage to the tube. For safe and accurate emg monitoring, proper handling, insertion and placement of electrodes and probes is critical. Review the appropriate user's guide for the monitor being used for the procedure. It is strongly recommended that the clinician(s) have a thorough understanding of and experience with intraoperative emg monitoring prior to using the emg endotracheal tube in a surgical procedure. This device is not intended to replace the surgeon's medical judgment or knowledge of neural anatomy and physiology. It is intended to provide the surgeon with an additional tool with which to make better-informed decisions regarding the surgical procedure. Visualize electrode contact with the vocal cord musculature. The 30 mm length of electrode exposure is located primarily on the posterior aspect of the tube with a midpoint of approximately 90 mm above the caudal tip of the tube. This area of the tube, with contrasting color, must be in contact with the vocal cord musculature. Confirm the depth of intubation via the standard procedure for such tubes. The emg endotracheal tube has depth markings on the surface of the tube. Electrode depth and location should be checked against preoperative endoscopic inspection using these markings. Inflate the endotracheal tube cuff with a minimum volume of air or nitrous oxide injected with a syringe through the cuff inflation valve, to create an airtight seal and ensure against slippage of the tube in situ. Monitor the cuff volume routinely to ensure an adequate seal is maintained. To minimize the effect of cuff leakage over time, saline may be used to inflate the cuff. Take care when rotating the patient's head and neck during the procedure as displacement of the emg tube may occur, resulting in false negative responses. Avoid disrupted air supply due to inadequate oxygenation by confirming, monitoring, and maintaining anesthesia gas delivery systems and connections at all times. Avoid inadequate oxygenation from placement in the right main bronchus by confirming the correct positioning after intubation. Avoid inadequate oxygenation due to a collapsed or blocked tube after performing a test inflation, by inspecting the inner diameter of tube for patency after test inflation. Do not attempt to manipulate an emg tube with an inflated cuff after insertion. Manipulating a tube with an inflated cuff may cause partial airway blockage at the tip and/or murphy eye, cuff herniation or tip deflection. Ensure that the cuff is fully deflated before any manipulation and confirm that the airway is free of any potential occlusion after repositioning. Do not over inflate the cuff. Over inflation may cause cuff deformation, deflation or rupture resulting in tube blockage and/or tracheal damage. The instructions for use recommends the cuff to be inflated with 15cc to 20cc of air.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a scheduled partial thyroidectomy, a glide scope was used to place the endotracheal tube (et) (size 7.0) for the procedure. At the end of the procedure as the et tube was being extracted, resistance was encountered and it was noticed the cuff was folded over itself at the proximal end. The patient had to be placed back to sleep with paralyzing medications to extract the tube. Upon removal, it was noted a ridge measuring approximately 3mm had developed around the proximal end of the cuff. The cuff was then re-inflated and the ridge was gone. The patient reported a sore throat postoperatively.